Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer also stated that they had button error alarm. The customer¿s blood glucose level was 204 mg/dl. The customer stated that pump was not working properly. Troubleshooting was done for keypad anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to connector unlocked on lcd board. No button error alarm during testing.